Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 05/21/2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. At the time of the event, the patient was using a tandem mobi insulin pump. On (B)(6) 2026, the patient experienced a seizure episode and reported that the cgm readings had been fluctuating erratically; however, no specific cgm values were recalled. No fingerstick blood glucose (fsbg) measurement was obtained or recalled for this event. Following the episode, the patient¿s father contacted emergency medical services, and the patient was transported to the emergency room (ER) for evaluation. Diagnostic testing performed included a computed tomography (CT) scan and an electroencephalogram (eeg). The patient was unable to recall additional details regarding the event, including specific glucose values or the timing of discharge. Although additional attempts were made to obtain clarification of event details, no reply has been received. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.